Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked after the customer fell during recess. Additionally, it was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level ranged between 38-400 mg/dl; cause of the low bg was unknown. Customer addressed bg level by ingesting carbohydrates and drinking juice. Reportedly, the customer had manual injections and insulin pens as alternate insulin therapy.